Event description:
Over 70-year-old patient with history of severe mitral regurgitation underwent mitral valve repair. When scrub nurse was loading the suture threader on the device, carrier not loading flush on the device. Never inserted or used on the patient. No patient harm.